Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl. Customer also reported that the insulin pump squirted out insulin during fill tubing process and the insulin continued to drip after motor stops during the fill tubing process. Customer stated that they received insulin pump error alarm. Customer was unable to exit the load reservoir process. The rewind option was displayed after an alarm or alert. The device will not be returned for analysis.